Event description:
A user facility¿s charge nurse (cn) reported that a 2008t hemodialysis (hd) machine's blood pump rotor cut the blood pump tubing segment two hours into a patient's hd treatment resulting in blood loss. The machine did not alarm. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient serious injury or medical intervention required as a result of this event. The patient opted not to continue treatment. The patient did not experience any issues or require additional treatment. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility¿s charge nurse (cn) reported that a 2008t hemodialysis (hd) machine's blood pump rotor cut the blood pump tubing segment two hours into a patient's hd treatment resulting in blood loss. The machine did not alarm. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient serious injury or medical intervention required as a result of this event. The patient opted not to continue treatment. The patient did not experience any issues or require additional treatment. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.